Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents, self-test and displacement test. No low battery alert, displayable history check failed on startup alarm, external error alarm and unexpected restart alarm noted during test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, external ram crc error and displayable history crc check failed on startup error. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. The customer reported that they had experienced multiple unexpected restart alarms after battery change. Self-test passed. The customer was advised that the insulin pump needed to be. The insulin pump will be returned for analysis.